Event description:
While attempting to primary stent a lesion, a 3.0mm diameter x 12mm length s670 rapid exchange stent was inserted into the left anterior descending coronary artery. It was not possible to cross the calcified 99.9% stenosed target lesion, therefore, the stent and stent delivery system were pulled back. Upon removal of the stent delivery system, the stent dislodged from the stent delivery balloon into the proximal left anterior descending artery. Subsequently, a 2.5mm ptca balloon was inserted into the undeployed stent and successfully deployed the stent at the target lesion. The deployed stent did not cover the entire lesion, therefore, another s670 stent was inserted. This stent delivery system also was unable to cross the lesion, and upon removal, the stent dislodged in the left anterior descending artery. Attempts to retrieve the undeployed stent using ptca balloons and a snare device were unsuccessful. The stent remains in the pt's arterial vasculature. Another MFR's stent was inserted, but it also was unable to cross the target lesion. The lesion subsequently was pre-dilated and successfully treated with another MFR's stent. There were no add'l clinical sequelae reported relative to the event. The lesion morphology and physician not following instructions to pre-dilate the lesion likely contributed to the event. Separate medwatch reports have been submitted for each device involved in this event.